Manufacturer narrative:
This report is related to recall 2183926-08/19/2016-073-c, z-1142-2017. According to information received from the customer, reconfiguring the system appears to have resolved the issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus caeras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare was notified that camera stops mid procedure when trying to capture images. The system was configured by merge healthcare support to ensure more effective communication between the eye station pc and the eye station camera.. On (B)(6) 2017, the account reported the issue occurred again. Additional follow-up occurred with the account and on 04dec2017, it was reported that before merge healthcare reconfigured the system, the issue was occurring randomly and unexpectedly and at numerous times. According to the customer, the issue led in rescheduling of patients for fa (fluorescein angiogram) exams. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures, in a timely manner. No patient harm occurred as a result of this issue. Reference case (B)(4).